Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A field service engineer confirmed that the controller board leds were out, powered the station down, removed the back panel on the drawer, replaced the boards and reassembled to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure and not detected on communication bus. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.